Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, creases fold, wear abrasion, an opening on posterior, brown particles in the fill channel, and white particles in the shell. Leak test and microscopic analysis was performed which identified, a crease smooth opening on posterior. And observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on posterior assessed, as fold flaw opening.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.